Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication during use. The following was reported by the initial reporter: "a patient is complaining that drug didn't come out due to needle clogging."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication during use. The following was reported by the initial reporter: "a patient is complaining that that drug didn't come out due to needle clogging."